Event description:
It has been reported to philips that some buttons on one side of the touch screen were not functioning as expected. The device was recalibrated and it did not resolve the issue. There is no patient involvement.